Event description:
A medwatch ((B)(4)) was received from the facility. A mayfield triad skull clamp was involved in a patient injury during a procedure. The event was described as follows: a patient was scheduled for a posterior cervical fusion. A mayfield three (3) point headrest was applied. When the patient was positioned prone and the surgeon positioned the mayfield clamp, the locking mechanism failed causing an 8cm long laceration and 2 cm deep laceration of the left side of the head and a 2cm laceration on the right side. The patient also experienced an abrasion under the nose which was the result of the starburst rotating down and making contact with the skin under the patient's nose. Both lacerations were stapled and antibiotic ointment was applied. A new mayfield clamp with new pins was reapplied. Adult disposable pins were being used during the procedure. There were no stereotaxy devices being used at the time of the surgery.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.